Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6)2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl with moderate urinary ketones. The patient reportedly stated they did not feel well. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly used insulin via syringe injection to correct the elevated blood glucose. Troubleshooting performed by animas customer support revealed basal delivery totals in the total daily dose matched the active basal program totals, the basal history matched the active basal program settings, the bolus totals matched on review of the three-day bolus history. Troubleshooting revealed an incorrect manual calculation of dosage by the patient. No pump malfunction was indicated associated with this event. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with a training/misuse issue.